Manufacturer narrative:
We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device on the leg for between 36 and 48 hours. Symptoms reported include pain, inflammation and purulent discharge coming from the site. The patient consulted the doctor and was treated at home with antibiotics utilizing intravenous therapy.